Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported through a practice development manager that "patient of theirs feels lumpy after 2 sessions of coolsculpting", "their back looks like they (patient) has paradoxical adipose hyperplasia (ph) but other areas look like they just need to be spot treated". Patient has had 2 coolsculpting elite sessions to the flanks and back with unknown applicator.